Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was onsite performing a pm when this unit failed the drive regulator calibration. The stm replaced the scroll compressor and the iabp is now able to reach 390 for drive pressure and is now passing calibration. Unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. The initial reporter named is a (B)(6) who has different contact details from that of the event site; their contact information are as follows: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm) the calibration of the drive regulator failed. The highest pressure was 310, regardless of the regulator adjustments performed by the stm on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event reported.